Event description:
It was reported that during a maintenance service the device did not switch on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): a third party agent evaluated the device and verified the failure. The third party will replace the power pcb assembly and after observing device proper operation the device will be returned to the customer for use.